Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30787731l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 64-year-old male patient (77kgs) underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. Effusion was confirmed using soundstar as blood pressure decreased. Pvi, svc, cti were conducted, 1 hour and a half passed after the start of the procedure when the event was noted. Drainage was performed. The patient was followed up. Atrial septal puncture was performed using an rf needle. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was the recommended flow rate was followed. Clinical course after treatment, the patient is currently under follow-up observation. The physician's opinions on the relationship between the event and the product is that it not a product defect, etc. No medical history/treatment history/other diseases currently being treated. Carto 3 version.7.1.80.33. Ep system was purcka. Rf generator was smart ablate. Stimulator was fukuda denshi. After follow-up observation, the patient¿s condition has been stable. The physician commented that no abnormalities were found in the behavior of carto3 or the other product during the procedure. The product was not used as per the instructions for use (IFU) the physician's opinion on the cause of adverse event is that they dont have any idea about the definite factor of ae. The event was not considered to be causally related to the bw product or product malfunction. During cardiac drainage, 300 cc of blood was drained from the patient¿s body. The hospitalization for 4 days and 3 nights was initially planned, but the hospitalization period was extended to 5 days and 4 nights for follow-up. The patient is now discharged from the hospital. Information of the generator: smartablate. Product cord is m4900207. Serial number is (B)(4). Setting of irrigation catheter: pre-2 second, post-5 second. Irrigation flow was followed the recommended setting of stsf. The correct catheter (stsf) was selected on the generator. The pump flow rate was normally controlled by the generator. Stability parameters for the visitag ® module: 3mm, 3second, fot: 3g, 25%. There was no additional filter is used in visitag®. This adverse event was discovered during use of biosense webster products. The patient outcome of the adverse event is improved. No relevant tests, labs, or history. The event occurred during the ablation phase. Irrigation settings were used according to the recommended values according to IFU. No error message was observed during the procedure. Real time graph; dashboard; vector force visualization features were used. Tag index color option was used prospectively. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 10-aug-2022, bwi received additional information regarding the event. The physician commented that there was no clear cause for the adverse event. It was not a bwi product malfunction. The physician recognized that there was no abnormal operation of carto or product abnormality. The patient outcome of the adverse event is fully recovered. Correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error message observed during the procedure. There was also clarification provided for the statement ""the product was not used as per the IFU". It means the stsf was used with pre rf high irrigation time 2sec instead of the recommended 5 sec. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).